Manufacturer narrative:
Hospital returned the handle of the needle passer, the needle has the tip broken off. The separated portion of the needle was not returned. Handle/needle rated unsatisfactory, break appears to be the result of fatigue. Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
During a miniarc procedure the tip of the needle passer broke off in the pt and had to be retrieved by the physician. A new device was used to complete the procedure.